Manufacturer narrative:
Pump passed self-test. However, constant pump error 39 noted during rewind due to corroded motor home switch. Unit successfully downloaded to thus/thump. Verified pump alarmed pump error 39 on (B)(6) 2026 at 17:05:07 in pump downloaded history. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 39 alarms. No moisture damage noted to electronic assemblies during visual inspection. Confirmed pump error 39 due to corroded motor home switch. However, flashing white display, blank display, and flashing mdt logo were not noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer pump error 39 (motor current error detected). The pump gives a white screen and goes black and says medtronic on the screen. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.